Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 12-oct-2022 to 11- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that issue was caused as there was a power supply failure. Field service engineer checked pyxibus connections and no issues found, then replaced the power supply to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis medstation es system unexpectedly stopped responding and the machine could not boot, which prevented the user from accessing all of the medications in the drawer, causing a few hours delay. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly stopped responding and the machine could not boot, which prevented the user from accessing all of the medications in the drawer, causing a few hours delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the power supply for the station was defective and there was no power. A field service engineer replaced the power supply to resolve the system functioned as intended.